Manufacturer narrative:
UDI number was incorrect on the original file. Manufacturing date was received.

Manufacturer narrative:
Manufacturing date unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The issue was resolved after parts were replaced. The system passed a system checkout and the system was returned to an operational condition. The computer was returned for analysis. Analysis consisted of functional testing. No issue was found with the returned device.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the site was getting ready to spin they were not getting communication. Looking at the navigation, the mouse was unresponsive. They hard booted the system, but then it would not boot up and was displaying no input detected. They tried to boot a few times to no avail. Listening to the computer, the fan on it was cycling. Medtronic navigation was aborted. There was a reported delay of less than one hour and no reported impact to patient outcome.